Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the failure of a m1663a ECG trunk cable. The customer could not confirm that 12 lead ECG monitoring was being performed.